Event description:
Additional information received indicated that the set screw was unable to be removed during the explant procedure.

Manufacturer narrative:
The reported event of inability to remove the set screw was confirmed. A visual inspection of header revealed no anomalies that were related to the advisory. Analysis revealed the user of the torque wrench was incorrectly inserting the wrench tip into the setscrew hex inset. Lab testing revealed the setscrew could be untightened with normal force with correct wrench insertion and the lead could then be removed. No device anomalies were observed during analysis. The setscrew anomaly was consistent with having occurred during the procedure and is user related.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.

Manufacturer narrative:
The reported event was the prophylactic explant of a device that was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).